Event description:
A report was received that during a lead revision surgery, the surgery was aborted due to the pt having respiratory obstruction. The pt's cervical lead was explanted but a new lead was not implanted. The pt's respiratory obstruction was not device related but a reaction to the anesthesia. The pt is reportedly doing well and will be re-implanted once the pt is doing better.